Manufacturer narrative:
Footboard assembly.

Event description:
It was reported by service report that the footboard assembly is broken at the cable. No pt involvement or adverse consequences reported.